Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00083: driver.

Event description:
During implantation of an acumed screw, the tip of the driver broke off in the head of the screw. The driver tip could not be removed and remained implanted.